Manufacturer narrative:
This supplemental report has been created to correct the results and conclusion code to accurately reflect that there was no device problem found upon evaluation.

Event description:
It was reported that it is difficult to load/unload the cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that it is difficult to load/unload the cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.